Event description:
A review of literature (enterocutaneous fistula associated with eptfe mesh: case report and review of the literature by m.a. Carlson (doi 10.1007. The journal hernia)) revealed a mesh device was explanted, because the patient developed an enterocutaneous fistula associated with eptfe mesh. The explanted device is most likely a gore device. The patient's recovery was uneventful.

Manufacturer narrative:
The investigation is ongoing.